Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2020-01300. It was reported that the patient presented for a right ventricular and right atrial lead extraction. It was noted through fluoroscopy that the leads experienced subclavian crush. The leads were explanted and replaced. The patient was stable before and during the procedure, and was discharged the next day.